Event description:
The user facility reported that when the locator/insertion sheath assembly was attempted to be inserted into the artery, the tip of the locator kinked due to the hardness of the subcutaneous tissue. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right or left (unknown) common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It appears that the device was unable to be inserted properly due to hardness of the subcutaneous tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).